Event description:
The customer states the system displays a collimator iris pot error code. The malfunction was duplicated and isolated to an open collimator signal wire.

Manufacturer narrative:
The ge service rep repaired the collimator iris wire. A collimator test was performed. He was unable to duplicate the collimator irs error. The system operations checks was performed. The system was returned to service.